Manufacturer narrative:
Product ID: 8709, lot# l61549, implanted: (B)(6) 1999, explanted: (B)(6) 2005; product type: catheter.

Event description:
It was reported that after implant, there was a ¿leak from where they put in the catheter into the spinal fluid¿. It was (B)(6) of 1999. The patient ¿couldn¿t get up and move or her head would explode¿. The patient had surgery on a friday, and saturday when she called they said they couldn¿t help her until monday. She went in on monday and ¿they patched it and it has been fine since¿. The device system was delivering morphine.